Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on her back underneath the lifevest. The patient's doctor advised the patient to take benadryl. The patient reported that the benadryl did not help, so she removed the lifevest until the rash cleared up.